Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by the device leaking during user handling, and fluid invading which caused an abnormality of electrical part. The event can be detected/prevented by handling the device as follows in the instructions for use: "- inspection of the endoscopic image" "- be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during receipt inspection, the evis exera ii bronchovideoscope was identified with a small hole on the distal end tip of the scope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted the device did not display an image. This report is to capture the reportable malfunction of the no image noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the distal sheath glue was cracked; the distal end cover was cracked and dented; the plastic distal end cover had failed; the bending section and insertion tube had dents; the control body had a cut with a chip on the boot; and all labels were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.